Event description:
The contact stated that the customer's meter has been reading erratically. He stated that she would test her blood glucose and receive a high result around 300 mg/dl. She would retest and receive a reading around 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The meter and strips will be returned for evaluation, and replacement products will be sent.